Event description:
During a treatment procedure to place three stents to repair in abdominal aortic aneurysm and treat a lesion in the iliac, the tip separated from the delivery catheter. After successfully placing a stent, when the physician was withdrawing the delivery device, the catheter tip separated from the device and remained inside of the introducer sheath. The physician then used a hemostat to successfully retrieve the tip from the sheath. No adverse outcome to the patient was reported. The patient is reported as 'doing fine' following this procedure.